Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no reported adverse impact to the customer. The customer applied more pressure to the wake button to address the issue and continued to use the pump for insulin therapy.